Manufacturer narrative:
Correction: b5. Describe event or problem. Should have been, ¿it was reported that the patient presented remotely via merlin.net. Upon review of the transmission, the right ventricular (rv) lead exhibited loss of capture. The patient was subsequently brought into clinic and reported that they were undergoing wound debridement with electrocautery at the time of the remote transmission. A full device interrogation was performed in clinic, and the capture threshold remained unchanged. No programming changes were made, and the patient remained stable throughout.¿ rather than ¿it was reported that the patient presented remotely via merlin.net. Upon review of the transmission, the right ventricular (rv) lead exhibited loss of capture. No intervention was made. The patient was stable throughout.¿ as submitted in the initial report submitted on jan 27, 2026.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, the right ventricular (rv) lead exhibited loss of capture. No intervention was made. The patient was stable throughout.